Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the chuck will not open or close (frozen), did not turn freely and was loose between housings. It was further observed that device could not lock/secure the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the drill attachment with jacobs chuck device would not open or close (frozen), did not turn freely and was loose between housings. During in-house engineering evaluation, it was observed that device could not lock/secure the cutter device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.